Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of monopolar cutting the stimulating box in the upper right corner raise by it self from 1,5 (their setting) to 1,6 and up to 1,8. Procedure extended by 10 minutes. The procedure was completed with backup product. There is no patient impact. Additional information received, the device was not working due to disturbances from another device close to the nim vital, after some testing it seems to work properly.